Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review of this pacemaker system revealed an unknown right atrial (ra) lead signal after the atrial paced beat and the ventricular paced beat. The signal was marked, but fell into blanking. Possible causes were discussed, such as possible lead integrity concerns or farfield. Additional information received approximately a year reported that this pacemaker system continued to exhibit atrial noise signals post ventricular pacing on the presenting egm, but the signals were not marked. Review of a stored atrial tachy response (atr) episode showed tracked atrial sense (as) with ventricular pace (vp) at 473 ms. This was likely due to one undersensed atrial beat prior to fallback pacing. Atrial flutter response (afr) prevented tracking of other high-rate as intervals. Technical services (ts) discussed troubleshooting options and programming considerations. This ra lead remains in service. No adverse patient effects were reported.